Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance confirming device meets specifications as per service installation record. Treatment report shows planned thickness of hundred microns, which is below the recommended thickness of one hundred and thirty microns. This can increase the risk of thin flaps, resulting in unusual patterns. Treatment report also shows a decentered applanation, fluid under patient interface and this might reduce even more the flap thickness. Canal placement is also not visible, whether it allows gas to properly vent, increasing the risk of vertical gas breakthrough (this also explained by local clinical application specialist to surgeon as per initial report). Surgeon also admitted that the planned thickness of hundred microns is most probably the root cause for the reported event. However, logfiles have not been provided therefore a deeper analysis cannot be performed. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that an unusual pattern (thin flap) during laser application in left eye of the patient, during lasik surgery. The surgeon promptly lifted the flap and proceeded to treat the patient's left eye using an other system.